Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). An occlusion alarm reportedly occurred while wearing the pod on the arm for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The download data showed a 0x40 alarm during the rerun. The device alarmed due to an extended closed count in the rotational sensor data. No abnormalities were found with the drive mechanism. The exact cause of this issue could not be conclusively determined. Corrosion was found on the pcb, traces of fluid where observed on the mechanism rails, however the source of the liquid could no be determined. It could not be determined if the fluid contributed towards the extended closed count in the rotational sensor data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.